Event description:
It was reported that the pt is experiencing extreme pain, especially while driving. Pt is currently experiencing pain from this back, on the right side down to his knee. Pt stated that, initially, after he had the surgery, he had no pain but as time passed, the pain gradually increased. Pt reported that he went to his family doctor then the family physician told him to go to the chiropractor. Pt also reported that he is currently taking pain medication (vicodin/tylenol and also tramadol).

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.